Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. It was noted that the cartridge was filled with cold insulin. The customer's blood glucose (bg) level was reported to be 60 mg/dl and it was addressed by the customer eating carbohydrates. Reportedly, the customer's healthcare provider changed the basal settings. At the time of the call the customer's bg level was within target range. It was noted that the customer would continue to use the pump until replacement is received.